Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged between two filter legs near the filter's apex. Continual exertion on the guidewire against resistance resulted in the filter moving cephalad approx two vertebrae. The sheath was readvanced to partially encapsulate the filter. A cut down was performed at the insertion site to help facilitate filter removal. The filter was removed and another filter was placed without pt complications. One delivery system in the release position, a sheath, and a filter attached to a guidewire were received, evaluated and retained by this MFR. The engineering eval revealed the distal tip of the guidwire was caught on the legs at the apex of the filter. The coils of the guidewire appeared slightly stretched in the area located at the filter's apex. Examination of the guidewire revealed the wire's outer diameter was within mfg specification. The tip of the core wire was separated from the distal ball weld. This type of damage is consistant with resistance upon removal.